Event description:
Additional information received reported that upon review of all of the patient¿s 2003 records there was no mention of the event. The health care provider (hcp) from working with the patient indicated there had not been anything ¿like that¿ noted to the hcp and it was never mentioned. No further information was provided.

Event description:
It was reported that about 10 years ago on a refill they "created a vacuum and pump locked". There was no further information on this event. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l45237, implanted: (B)(6)1998, product type: catheter. (B)(4).